Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact. No additional information was provided. Multiple attempts were made by tandem technical support to follow up with the customer for troubleshooting, but no response was received.